Manufacturer narrative:
Additional information: animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (meter error issue) issue. Reportedly, a particular food category was not available in the meter food data base. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the reported food data base issue was duplicated. The meter powered up and performed properly. The food data base (fdb) was downloaded from the meter and it was confirmed that the returned fdb was empty. A default fdb was successfully uploaded to the returned meter and the meter was able to maintain the fdb. The investigation was able to access multiple food items on the uploaded fdb.

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).